Manufacturer narrative:
H.6. Investigation: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label (used). Customer reported rear cannula end is broken + gets stuck. The returned pen needle was examined and it exhibited a broken non patient end of the cannula, thus confirming the alleged defect. The broken non patient end cannula was also observed to be bent prior to separation. Unable to perform complaint lot history check due to unknown lot number for broken npe & inability to detach as intended npe. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. In this case, the pen needle was difficult to detach because the needle was bent on the patient end of the cannula, obstructing the threads, preventing the pen needle from detaching as expected (human factor).

Event description:
It was reported that the unspecified bd¿ pen needle's non-patient end cannula was broken and got stuck. It is unknown if this occurred before, during, or after use. As reported by the customer, "rear cannula end is broken + gets stuck".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle's non-patient end cannula was broken and got stuck. It is unknown if this occurred before, during, or after use. As reported by the customer, "rear cannula end is broken + gets stuck".